Event description:
The customer reported the right monitor is black and cannot swap images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended. (B) (4).